Event description:
A customer contacted beckman coulter inc. (Bec) stating that blood was leaking from probe which was splattering blood on tube labels and the back of the unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the event. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and re-routed tubing to probe wash collar (diluent and blood pass through the probe wash collar) and verified repair per established procedures and results met published performance specifications. The root cause for this event can be attributed to a misalignment of the probe wash collar with the aspiration probe. (B)(4).